Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she was found having a seizure, so she was taken by ambulance to the hospital. The reported blood glucose reading was 55 mg/dl. Troubleshooting was performed and found that prior to the event, the customer had delivered a bolus of 18.1 units of insulin. At the time the bolus was delivered, the customer's blood glucose reading was 174 mg/dl and she was about to eat 137 carbohydrates. Based on the settings in the insulin pump, the customer's blood glucose level, and the amount of food intake, the bolus was not programmed to an exorbitant amount. The customer was advised to discuss her bolusing parameters with her doctor to see if they need to be adjusted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.